Manufacturer narrative:
(B)(4). Date sent: 4/11/2016. Pt info: information was not provided by the contact. Batch # (B)(4). Additional information was requested and the following was obtained: how did the device malfunction? The device was not closing properly and neither coagulating. The device was returned with the upper jaw detached and not returned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy procedure, the material malfunctioned during use. Unknown how case was completed. There were no adverse consequences for the patient.